Manufacturer narrative:
Without batch number information nor x-ray pictures, no thorough investigation can be performed and no conclusion can be drawn. If new elements become available in the future, we will update this case. It is worth noting that ivc perforation is a known potential adverse event associated with all ivc filters and listed in the IFU. The current ivc perforation rate for venatech lp is very low. No action is envisaged.

Event description:
"Filter was implanted into patient on or about (B)(6) 2014. On (B)(6) 2017, patient underwent a computerized tomography scan ("CT scan") of the chest. Examination of the CT scan by a qualified expert radiologist revealed that the filter is tilted with multiple struts perforating the ivc."